Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but they could not recall the actual bg level. Cause of low bg was unknown. The customer was unresponsive and received third party assistance from their husband, who provided a glucose shot to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.